Event description:
Health care provider reported occurrence of "transverse myelitis of unclear etiology." Report also stated that "there is no reason to suggest malfunction." Follow up of pt status indicates that the pt remains paralyzed from t12 down with return of sensory function but little motor function. Etiology of the event remains a mystery. Phycician has consulted with multiple colleagues familiar with this syndrome and has been unable to determine an etiology. Multiple tests (indicated below) were conducted - all results were normal.